Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving clonidine and morphine from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 a motor stall due to MRI occurred. It was reported that the pump was not interrogated following the MRI and a pump period may exceed tube set message was seen on (B)(6) 2016. The motor stall recovery occurred in the logs more than 48 hours after the MRI. No patient symptoms were reported. Additional information was reported by the hcp on 2016-06-28. It was reported that the hcp attempted to clear the logs indicating motor stall on (B)(6) 2016 and a rep was contacted for further programming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.